Event description:
The customer reported being hospitalized due to high blood glucose and shortness of breath. The customer was experiencing unexplained high glucose for several days. Troubleshooting could not be performed because the insulin pump was alarming no delivery. The customer stated that the insulin pump is damaged and the numbers on the screen are unreadable. The customer's most recent glucose reading was 230mg/dl, and he has treated with the insulin pump. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.